Event description:
The facility reports the resident was restless and moving around when pt slid out of the top of the sling. Their shoulders went through the sling and their head hit floor. The resident suffered a head injury, requiring sutures.